Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture of an unspecified vessel was attempted using a proglide device via 6fr sheath after an angioplasty interventional procedure. Reportedly, the sutures of the proglide device were not released. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). H2 corrections: d10, h3 - the device was returned for evaluation. H6: method code 4115 removed, results code 3221 removed. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as the components needed were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is possible that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties; however a conclusive cause cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up, what type, corrections: the device was discarded and not returned. MFR site - reg#. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In this case, it is possible that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties; however a conclusive cause cannot be determined. The treatment appears to be related to circumstances of the procedure. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 6fr sheath after an angioplasty interventional procedure. No additional information was provided.